Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. All operating currents were within specifications and no blank display observed during analysis. A cracked case, cracked reservoir tube lip and scratched lcd window noted.

Event description:
The customer's spouse reported the insulin pump had an alarm in the middle of the night and it stopped operating. She stated the drive support cap was protruding. The customer's blood glucose reading was 210 mg/dl. Advised customer to discontinue use of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.